Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient stated their previous ins was not working. The patient stated the hcp couldn¿t figure out what happened to the device and didn¿t know if the issue was with the placement of the device or the device or the wires. The patient stated they did testing in the office on the device and they couldn¿t figure out why the ins wasn¿t working. The patient stated the device just quit working, all the programs. The patient the previous ins was located in the patient¿s left hip. The patient wasn¿t going to the bathroom on her own as often as the patient should have been. The patient noted the issue began in (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.